Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Correction/removal reporting numbers: 1627487-05242011-002-r, 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Further investigation of the complaint database identified the patient's scs ipg was explanted and replaced with a different model ipg. The explant procedure was reported in duplicate MDR # 1627487-2014-24432. In addition, the reported issue has been resolved.

Event description:
It was reported the patient's scs system's charger is unable to establish proper communication with the patient's scs ipg. The patient stated she has received communication errors with the patient programmer. The patient stated she has gained a significant amount of weight. A sjm representative met with the patient and was able to successfully connect to the patient's ipg via the patient programmer and initiate the patient's stimulation. However, when the representative attempted to communicate with the ipg via the charger, the communication was not efficient. A replacement charger sent to the patient did not resolve the issue. Surgical intervention is planned for a later date to address the issue.